Event description:
Information was received indicating that a smiths medical cadd solis vip pump had multiple system failure. No adverse effects were reported.

Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 02-jul-2021: discovered during testing, date unknown. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing. The customer stated problem could not be duplicated during device tests. Error was found in ehl (event history log) of the device multiple times. Replaced the cam flex optical switch for preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.